Event description:
Patient to endo for egd (esophagogastroduodenoscopy) per md on 11-4-12. Egd done and lower esophagus to be dilated. Cre balloon retrieved for dilation, inflator gun filled with tap water and balloon would not inflate with multiple attempts. Balloon removed and new one retrieved. Dilation completed without problem with new cre balloon. Failed equipment placed back in packaging and sealed to give to educator to notify company. No harm to patient.